Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff repair procedure, the surefire scorpion needle tip broke off as the surgeon fired it through the rotator cuff. After searching for an hour, the surgeon was unable to locate the needle tip. The tip was too small to find in the tissue or see on x-ray. The surgeon completed the case without retrieving the needle tip. Additional information provided 2/7/2019: surgeon said he tried to deploy the needle about 5 times and after about the 5th time it went through. He said he did this series about 3 times for a total of about 15 times that it wouldn¿t go through.